Event description:
It was reported that a patient implanted with an edwards aortic bioprosthetic valve is being evaluated for implant of an edwards transcatheter aortic bioprosthetic valve inside of the existing valve, after an implant duration of approximately . No further action has been provided. No information to suggest an explant or intervention have yet taken place.

Manufacturer narrative:
The patient was being evaluated but an intervention has not yet taken place. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis failure and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this event cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The patient's current status and medical records have been requested but have not yet been provided to edwards. Additional information will be reported if received.